Manufacturer narrative:
Batch record review of lot b352 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. Product was not returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action wil be taken. CAPA 1010 and 1011 have been initiated to investigate failure related to pressure dome membrane leaks. (B)(4).

Event description:
Customer called to report a drive tube leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak during treatment. It occurred after processing 932ml. Customer states the leak is coming from the system pressure dome membrane. Customer aborted treatment and drew a blood count. No other interventions were needed per the physician. Customer did not return the kit for investigation.